Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during jet alignment an "e22 - motorpack error" message was generated by the aquabeam robotic system, which could not be cleared despite multiple troubleshooting steps. The aquabeam handpiece was replaced and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
Root cause is not yet determined, investigation is currently underway.submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.3 evaluation by manufacturer: the aquabeam handpiece was returned for investigation of the reported event. Functional testing could not reproduce the reported e22, and the handpiece functioned as expected. The log files confirmed the reported e22 and additional e23, e43, and e50 errors. The handpiece signals from the micro-stepper found no signal anomalies. Additional analysis found a slightly loose sensor board but was not enough to be misaligned and throw an e22 error. Minor signs of fluid ingress were observed on the sensor board. However, the source of the fluid is unknown, as no leaks were found. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 22c02899 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults. E22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Although the in-house investigation confirmed the reported failure mode, the root cause was unable to be established. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.